Event description:
A patient's wife reported on (B)(6) 2013, her husband was not able to complete treatment with his cycler due to shortness of breath and discomfort. The pt was instructed by his pd nurse to complete a couple of manual exchanges and then resume treatment with the cycler. At the time of the call the pt's treatment data was pulled from the cycler. The pt has tidal ccpd treatment with the first fill of 1500 ml and remaining fills of 1300ml. In cycle four, the pt was filled with 1306 ml and drained 3768ml leaving an ultrafiltration of 2461. Drain four is 251% over the prescribed fill volume classifying this drain as an iipv event. On (B)(6) 2013 the clinic's pd nurse reported she could not recall anything abnormal about this pt but she would check his charts and call back once she was able to review the treatment data and chart.

Manufacturer narrative:
If follow-up info is provided from the pt's clinic a supplemental report will be filed. A plant evaluation is underway and a supplemental report will be filed once completed.